Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that there was vacuum and phacoemulsification power issues. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The first request for service states that the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The customer called the technical service personnel and asked for help with troubleshooting. The issue was resolved by providing the customer with proper handpiece care instruction. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).